Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k112697, k112701, k141521.

Event description:
It was reported that a balloon rupture occurred. A 8.0 x 80, 135 cm charger balloon catheter was advanced for dilatation. During inflation, the balloon ruptured. The device was removed, and the procedure was completed with no patient complications resulting from this event.